Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074, exemption # e2018005. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4). The issue is investigated by manufacturing site.

Event description:
On (B)(6) 2018 maquet sas became aware of an incident with one of surgical lights- powerled. As stated by the customer, the bumper fell off during a surgery. There is no injury reported. (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device (B)(4) exemption # e2018005. Getinge USA sales, llc (B)(4). Contact person: (B)(6). Maquet sas became aware of an incident with a surgical light powerled device. As it was stated by the customer the bumper of a surgical light fell off into the sterile field during the use involving a patient. The bumper part is used to cover the bottom of the main tube and access to cables inside the surgical light. It was established that when the event occurred, the light-head did not meet its specification and it contributed to event. In the time when the event occurred the device was used for patient treatment. During the investigation it was found that the reported scenario has to date not lead to serious injury or worse, to death. As per performed tests the root cause of falling bumper is likely caused by several violent collisions with the cupolas, this can happen when the user is not being careful with moving the device arms and lights. To prevent any other cases, maquet sas recommends in powerled user manual 01581en ed. 06 on page 40 that during the annual check which should be performed by an authorized technician the looseness of covers and caps must be checked. We believe that all remaining devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident could have been avoided. Shall continue to monitor for any further events of this nature and do not propose any further action.

Event description:
Manufacturer reference number 2018-59811.